Event description:
It was reported to medtronic neurosurgery that the obturator of the catheter passer that is included in the strata ii shunt assembly kit broke during surgery. It was also reported that there were no patient injuries or adverse events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.